Manufacturer narrative:
The customer has returned the product for investigation. The hct cuvette and smartcard were the only components of the kit that were received. A leak test was performed on the returned hct cuvette and tubing assembly. The cuvette assembly was applied pressure with a syringe in a beaker of water and bubbles began to emerge indicating a leak. The leak was confirmed to have occurred between one of the bond interfaces of the tubing and the hct cuvette. Review of the data recorded on the returned smartcard did not indicate the cause for the tubing bond malfunction interface failure. The smartcard indicated that the prime was completed but the operator did have to abort the procedure at event #239. The assembled kits are leak and occlusion tested, with that it is unlikely that a leak was present at the time of the testing. However, the investigation and given evidence determined the root cause of the leak is most likely manufacturing operator assembly error during the manual tube bonding process. Investigation complete. Correction: manufacturer location revised. Correction: manufacturer contact address revised. Mc: (B)(4). A.b: (B)(6) 2017.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Kit lot f318 was reviewed. There were no related non-conformances or deviations. This lot met all release requirements. A review of kit lot f318 shows no trends. Trends were reviewed for complaint category, tubing leak. No trend was detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete.

Event description:
The customer has called to report a blood leak from the hct sensor while they were collecting buffy coat. Customer stated that the patient is in stable condition and did not need any intervention. There was no blood returned to the patient and no uvadex was injected. The hct sensor is going to be sent back for investigation. No further requests or concerns at this time.